Manufacturer narrative:
Exact date unknown, event occurred several weeks ago.

Event description:
The patient underwent an ipg explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.